Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident was 569 mg/dl, current blood glucose is 196 mg/dl and customer's blood glucose at the time of breakfast was 180 mg/dl. It also stated that customer was not hospitalized for high blood glucose. The customer was experienced symptoms like nausea due to high blood glucose. It also reported that the drive support cap was normal. The customer was not neither hospitalized nor admitted to emergency room for high blood glucose. The customer was treated high blood glucose by bolus with insulin pump. The customer was advised that the replace the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.